Event description:
The following has been reported by customer: at 3:47 a.m., a call was received from the head nurse of the surgical recovery unit indicating that the scheduled infusion had ended earlier than expected. This referred to a norepinephrine infusion administered to the patient via an infusion pump: the solution was prepared using 2 ampoules of norepinephrine in 100 ml of normal saline. The infusion was checked as programmed on the pump and was set to 2 mcg/kg/min, whereas the medication order was 0.2 mcg/kg/min; evidently, the infusion had already finished. Despite the infusion having ended, the patient remained hypotensive. Together with the head nurse of the operating rooms and the head nurse of the cardiac catheterization lab, we verified the blood pressure readings using different monitors and confirmed that the patient was hypotensive. Therefore, a new noradrenaline mixture was prepared, and an infusion was started at 0.2 mcg/kg/min. Due to marked hypotension and the patient's difficulty breathing despite oxygen administration, the on-call anesthesiologist was called. He assessed the patient and ordered arterial blood gas analysis, a complete blood count, and coagulation tests, and also ordered a transfusion of 2 units of red blood cells. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.